Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Failure event observed during analysis. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and the battery was found in elective-replacement level. Hybrid circuitry was tested, and the results indicated normal current drain. Longevity assessment was performed, and device passed projected longevity. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported the patient presented in the hospital. Upon interrogation, it was observed the patient's pacemaker had premature battery depletion. The device was explanted and replaced. The patient was in stable condition.